Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: resistance inserting catheter over spring wire guide. The catheter is placed, but unable to remove wire. The catheter and guide wire are pulled out together and found to be kinked. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Additional information was received indicating the device was replaced. The customer did not return a complaint sample; however, they supplied a photo showing a defective catheterization device. The guide wire appeared to be kinked. The catheter was also slightly deployed off the needle hub; however, it was still over the needle cannula. The catheter body was severely kinked/deformed towards the distal end. A probable cause of the guide wire catheter resistance cannot be determined from the photos and without the sample to evaluate. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The report of a guide wire/catheter resistance kinked was confirmed through examination of the customer supplied photos. The images showed the guide wire was kinked towards the distal end. The catheter body also appeared kinked/deformed. A device history record review was performed, and no relevant findings were identified. The probable cause of the reported defect cannot be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: resistance inserting catheter over spring wire guide. The catheter is placed, but unable to remove wire. The catheter and guide wire are pulled out together and found to be kinked. No patient harm reported. The patient's condition is reported as fine.